Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and fault ID 0x277d, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again.